Manufacturer narrative:
The following products/screws have been used in the surgery: part# 55840006550; lot# unknown; 510k# k113174; UDI# (B)(4); qty# 2 part# 55840006555; lot# unknown; 510k# k113174; UDI# (B)(4); qty# 1 part# 55840006545; lot# unknown; 510k# k113174; UDI# (B)(4); qty# 6 the quantities of the screws which loosened is not confirmed. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: pseudoarthrosis. Hardware failure. He underwent the following procedures 1. Fusion exploration, 2. Removal of l1 pedicle screws and rods, 3. L1-4 posterior arthrodesis, 4. Morselized bone allograft use, 5. Hemovac drain placement. As per operative notes" the patient presented for right hip replacement due to fell down. The medical records in connection with this fall note that patient had been suffering from a right paravertebral lump "most likely secondary to l1 pedicle screws loosenings which was implanted on (B)(6) 2017", loosening contributed to cause him to fall and ongoing pain, weakness in his low back and sustain the resulting injuries.